Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/13/2020. Additional information was requested and the following was obtained: yes only one suture broke. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is only one product -vicryl suture (w9363) broke on cat # 2 (indi)?

Event description:
It was reported that the cat underwent a spay procedure on (B)(6) 2020 and the suture was used on muscle layer. It was reported that on (B)(6) 2020, the suture snapped in several places post-op. Additional information has been requested.